Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown. The leak was occurred in reservoir compartment and customer did not see any insulin but feel moisture. The customer had no idea whether the leak was in past 1st or 2nd o ring of the reservoir. Customer was assisted with self test and reservoir passed self test. The customer was advised that the reservoir will need to be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.